Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
Received info that an altitude alarm occurred. Customer removed and re-inserted the cartridge and insulin was resumed. There was no impact to customer's blood glucose level.